Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was replaced with no resolution to the reported issue. System nodes and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.